Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 1/9/2023, it was reported by a sale representative via email that an ar-3636 knotless fibetak shuttle suture frayed, shuttle suture frayed and was not able to shuttle the repair stitch through the anchor. Surgeon cut out the anchor used a new ar-3636 knotless fibetak to complete the case. This was discovered during a labral repair procedure on (B)(6) 2023.